Event description:
The date of event is unknown. In 2009, a boston scientific corporation employee became aware of an article, "nonfatal systemic air embolism during percutaneous radiofrequency ablation of a pulmonary metastasis" published in arj:187 09/2006. The following information was derived from this article: a leveen needle electrode was used during a rfa (radiofrequency ablation) procedure. According to the complainant, during the procedure, an 18 gauge leveen needle electrode was used to treat an 11mm metastasis that appeared in the left upper lobe one year after the patient's last lung surgery. Using CT fluoroscopic guidance and with the patient under general anesthesia, the needle was introduced through the seventh intercostal space without patient breath-holding. The resistance of the nodule required four puncture attempts before the cluster tip was deployed inside the lesion. Helical imaging was performed and 3d reformatting confirmed optimal needle deployment inside the nodule prior to treatment. However, prior to rf ablation, while advancing in on the nodule, air was identified in the pulmonary vein close to the nodule. The full volume-of-interest reconstruction showed an extensive air-blood level inside the left inferior pulmonary vein, left atrium and ventricle and aortic arch. Although the patient remained stable, the leveen needle electrode was immediately retrieved. Under the precautionary measure of compressing both carotid arteries, the patient was turned prone in a trendelenburg position to avoid cephalic air embolism. The patient was tested with 100% oxygen, antiplatelet agents, and vasodilators. Immediate hyperbaric oxygen treatment was not available. A thoracic CT 20 minutes later showed complete disappearance of air inside the heart chamber and vessels. Cranial CT was unremarkable. The patient was transferred to the ICU for observation and was discharged two days later. The procedure was not completed due to this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacturer dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.